Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization in december for seizure. The reporter indicated that the patient was being worked up for a seizure condition. The reporter indicated that the physician was implicating the pump as a possible contributing factor to the patient¿s seizure condition. During a review of the pump with the reporter, the pump programmed basal rates did not appear to be consistent with the pump¿s basal delivery history. This report is made based on the allegation that the patient was hospitalized for seizure associated a pump delivery issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: upon review of the pump black box, the pump appeared to be running set to the incorrect year. The pump basal, bolus, and prime histories were missing data between (B)(6) 2014 and (B)(6) 2015 related to the issue. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours at 1 unit per hour without issues and the pump correctly reflected 24 units delivered at the end of testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.